Event description:
It was reported that the lead was replaced due to oversensing, inappropriate therapy, and intermittent high impedance of 1592 ohms. The lead could not be extracted, instead it was abandoned/capped. No patient complications were reported as a result of this event.